Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the jaws of the device locked on tissue, the staple load locked down and could not be detached/ would not come off. It was then removed by stapling out beside it. In order to complete the case, another pouch was created, surgeon had to staple out the damaged tissue and start over. As a result, the patient incurred a permanent tissue damage and procedure extended for more than 30 minutes.